Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical sample was not returned for evaluation and a physical investigation was not possible. The user report contains information regarding catheter noise and device contamination. After review of the provided video, the reported noise can be confirmed. The abnormal noise of the catheter can appear in an mechanical jam. The user provided image does not clearly show the device contamination. However, the metal part seen in the image could be a broken part of the helix or the guide wire. This might indicate a degradation problem, where the device is worn, weakened, or deteriorated due to processes such as aging, permeation, and corrosion. This issue involves an undesirable change in the chemical structure, physical properties, or appearance of the materials used to construct the device. Therefore, the investigation is inconclusive for the reported device contamination and confirmed for the identified noise. A clear root cause could not be identified but a blockage of the catheter represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 05/2026), g3, h6 (device) h11: h6 (method, result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a thrombectomy and atherectomy procedure in the lower extremity artery, it was allegedly found that there was a metal item on the tip of the device. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo and video were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 05/2026). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a thrombectomy and atherectomy procedure in the lower extremity artery, the device allegedly had an abnormal exhaust sound. It was further reported that after inspecting the device, it was allegedly found that there was a metal item on the tip of the device. The procedure was completed using another device. There was no patient contact.